Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The health care professional (hcp) via the device manufacturer's representative (rep) reported that the patient fell at home. She states she gets dizzy often and this was not a new occurrence. After the fall, the patient was not getting stimulation in the lower back but was still getting stimulation in bilateral legs. There was an impedance check today and there was no indication of a lead problem. The patient was reprogrammed and was able to get good coverage in the legs and lower back. At the time of this report the patient was alive with no injuries. The patient has had dizziness for years and her hcp was aware. The rep stated there were no patient symptoms or complications associated with this event. If additional information is received, a supplemental report will be submitted.